Manufacturer narrative:
The abbott belgium affiliate responded that all pt and device setting info was unk. No further info will be available. The pump was evaluated at the foreign testing center within specs and without any alarms. The bolus lockout time was also tested and working correctly.

Event description:
Report received from abbott international affiliate (belgium) that states: "irregular delivery." The response documented to a question of, "has any side effect been experienced/reported?" Was marked "no", the delivery solutions were sufenta and marcaine. Co has requested further info regarding this event. When any relevant info becomes available, it will be forwarded to the agency.